Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer had high blood glucose of 400 or 500's mg/dl. Customer reported that his infusion are coming not sticking. Customer changed the set and bolused with the pump. The outbound call was placed to customer to offer high blood glucose troubleshoot, however customer did not answer the call. The insulin pump will not be returned for analysis.